Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms were noted. However, the pump had no button response on the esc button due to corroded keypad traces. Unable to perform the displacement test due to an unresponsive keypad. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and had an intermittently responding keypad. The reporter declined to provide the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.